Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96, warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the customer went to the hospital for not receiving her insulin and some other circumstance (not specified). Treatment included being injected with insulin and an IV. The patient's blood glucose had reached 300mg/dl while wearing the pod between 4 and 24 hours. The customer does not believe the cannula was properly inserted.